Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 442 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 460 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer treated their high blood glucose with insulin pump. Customer did not alleging insulin pump was under delivering. Customer assisted with troubleshooting and there were no leaks or air bubbles, there were no site or insulin issues. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.